Event description:
This is a report of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis. Action taken with dianeal therapy was not reported. The cause of peritonitis was unknown. Treatment was not reported. The outcome of this peritonitis event was not reported.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The patient experienced abdominal pain and cloudy effluent and went to the hospital. The patient began treatment with cefazolin (1 gram (g), ip, everyday) and ceftazidime (1g, ip, everyday) per the hospital's protocol. The patient continued with cefazolin (1 g, ip, everyday). The patient's symptoms worsened. The patient was maintained on cefazolin and began treatment with vancomycin (1.5 g, ip, every 5 days). The patient's condition had not improved and the decision was made to remove the pd catheter. On an unreported date, pd therapy was temporarily withdrawn and the patient began hemodialysis. The patient was started on amphotericin b therapy (dose, route and frequency not reported). The patient was recovering from this peritonitis event.